Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿I have biocell implants. They are the same ones that were recalled. For years I have had rheumatologic symptoms and a year ago was told it could be asia syndrome (not device related). The pain I have is unbearable. I have symptoms of joint pain (not device related), continuous inflammation and headaches (not device related). Vitiligo (not device related) was triggered and two years after the implantation my thyroid started to malfunction, due to a serious illness and was removed". Later patient reported: rotated mammary implant, mammary hypoplasia, dysplasia, rupture, depression, hormonal imbalance, fibromyalgia. This record is for the right side. The device remains implanted.